Manufacturer narrative:
The lot number for one malfunction was provided and a lot history review was performed. The devices for both malfunctions has not been returned for evaluation, however, medical records for both malfunctions were provided. Per review of the medical records, the investigation confirmed for difficult to remove, malposition of device and material deformation for both malfunctions. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced difficult to remove, malposition of device and material deformation. This information was received from various sources. Both malfunctions involved patients with no patient consequences. Both male patients ranged from (B)(6) years of age; weight of one patient is (B)(6) lbs and weight of another patient was not provided.